Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis and was hospitalized on the same day. The cause of peritonitis was unknown. On an unreported date, the patient was treated with gentamycin. About a month later, the patient was discharged from the hospital. The patient had recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should additional relevant information become available, a follow-up report will be submitted.